Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the surgery was not good for their husband. The patient went downhill really fast after the surgery. The patient's parkinson's and alzheimer's became full blown after having the surgery. The patient's quality of life was not good after the surgery. It was noted that the patient was deceased (B)(6) 2015. Additional information received from the doctor's medical assistant noted: there was no cause of death in the file and this reporter had no information regarding death. This reporter did see a note that the patient reported being depressed however nothing about going downhill fast or any complications regarding surgery or after surgery. Indication for use was noted as: movement disorders. Further follow-up is being conducted to obtain information regarding the patient's death. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Additional review of this MDR shows that there is no evidence to reasonably suggest that the cause of death related to the device or therapy. The cause of death was due to parkinson¿s and alzheimer¿s disease.

Event description:
Additional information received from the patient's wife noted: cause of death: parkinson¿s and alzheimer¿s disease. The patient died in a nursing home in hospice care. An autopsy was not performed. The patient's wife reported that her husband wanted to get dbs therapy and went through all of the protocol and testing to be approved for it. Dr. (B)(6) was one of the neuro phycologists who evaluated the patient as well as a dr. (B)(6) wife reported at the time of testing and implant it was unknown that the patient had alzheimer¿s or that it was in the beginning stages ¿ sometime after surgery he was diagnosed with alzheimer¿s (no time frame was given). Wife feels the alzheimer¿s was present before surgery and the physicians missed it. After surgery the patient needed to be programmed several times to get benefit from the therapy ¿ many times after programming his symptoms would be worse and the wife would turn the therapy off until they could get back to the programming nurse to make adjustments. Nurse finally gave up on them and refused to program ¿ at that time dr. (B)(6) programmed the patient and the therapy provided benefit. Wife confirmed dr. (B)(6) was the managing physician for therapy. Wife confirmed dr. (B)(6) was the primary care physician who determined the patients disease state had progressed to the point of the patient requiring hospice care. Wife did say the therapy provided benefit and that she did not believe the device or therapy was the cause of death. She went on to explain in her opinion the patient should have never had the surgery but ultimately it was the patient's decision to go ahead with implant and he desperately wanted it. She expressed gratitude for the manufacturer's representative they worked with. The patient's wife reported the nurse confided to the wife that once a patient with parkinson¿s gets alzheimer¿s they deteriorate fast and go downhill.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the batteries functionally "was" okay and there were insignificant anomalies. If information is provided in the future, a supplemental report will be issued.